Event description:
During follow up, it was noted that the right ventricular lead was dislodged. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was found extended and clogged with dried blood. The inner coil inside the connector region was found over torqued consistent with damage caused during explant procedure. Electrical testing revealed no indication of conductor fractures or internal shorts. No anomalies were found on the lead with the exception of damage consistent with that occurring at the time of explant procedure.